Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy, on the sixth firing of the stapler, unknown reload, no buttressing, the knife blade wouldn't retract to allow an additional reload to be placed in the stapler. A second like stapler was used to complete the procedure. There were no patient consequences reported.